Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via revision operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03806, 0001825034-2017-03807.

Event description:
It was reported a patient underwent hip revision approximately seven years post-implantation due to swelling, pain, metalosis and elevated metal ion levels. During the procedure, there was moderate amount of synovitis within joint, found metalosis in soft tissue and further synovectomy was performed around cup. The modular head and cup were removed and replaced. Attempts have been made and no further information has been provided.